Event description:
The user's hearing performance with the device is affected. After a tympanoscopy and re-coupling of the existing vorp 503 with a new stapes-sh-coupler, the implant is not working properly anymore. The user has been reimplanted.

Manufacturer narrative:
Conclusion: according to the information from the field the recipient had to undergo a revision surgery to exchange the coupler due to strong adhesions around the stapes limiting the movement of the floating mass transducer (fmt). During this revision surgery the device was inadvertently damaged as confirmed by a failed in situ measurement. Device investigation revealed a bifilar wire fatigue fractur in front of the fmt. The detected fracture pattern indicates fatigue which is likely caused by uncommon chronic micromovement or mechanic strain along the bifilar wire in implanted state through time. The performed tympanoscopy and re-coupling highly likely caused the final wire breakage. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is planned.